Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation results for the subject device, omsc concluded that the reported event occurred since the user continued activating output without grasping anything in the grasping section (including after the tissue separated). This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an open hepatectomy. After about 1 hour use, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no pt injury reported.